Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered that the insulation was stripped off the svc coil conductor of the right ventricular (rv) lead. Prior to the case all programmer interrogations showed normal lead function. The lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.